Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to inappropriate detections by their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.